Event description:
Caller states the patient tested 6.3 inr on the coaguchek s system while a comparison lab returned as 3.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.